Manufacturer narrative:
Concomitant medical products: product ID: 399960, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 399960, serial/lot #: (B)(4); product ID: 3777-45, serial/lot #: (B)(4), ubd: 12-mar-2016, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their neurostimulator (ins) that was implanted for spinal pain. It was reported her c1 and 2 leads had migrated, and she was not getting pain coverage since asked unknown event date. Patient had horrific migraines on summer 2018. Patient stated (B)(6) 2018 was when doctor diagnosed that the lead had moved, and rep was notified at the doctor office the last thursday in (B)(6) 2018. Patient stated she would have a surgical consult on thursday regarding lead revision. It was noted patient would have a surgical consult thursday on (B)(6) 2018. No further complication and event were reported.

Manufacturer narrative:
Product ID 399960, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the issues about the lead migration has been resolved. The patient reported that surgery was scheduled in (B)(6) 2019. It was reported that occipital lead has moved substantially